Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-46074.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer also reported her insulin pump went into threshold suspend at 60 mg/dl. The customer declined to troubleshoot for sensor glucose and blood glucose differences. She also stated her insulin pump would alert her that she was low when her blood glucose was between 90 mg/dl and 95 mg/dl. No additional information provided.